Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician replaced the head hi/low up valve and calibrated the position sensors to repair the bed.